Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that wearing the sensor on her abdomen was causing mild itching and discomfort and that upon removal of the sensor patch, her skin at the insertion site was peeling and leaving welts where the adhesive patch used to adhere. All of pt's insertion sites on her abdomen have healed except for one that has left scar tissue and discoloration. To remedy to her skin reactions pt has switched to wearing the sensor on her arm and has since stopped observing any skin reaction.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.